Manufacturer narrative:
Device evaluated by manufacturer:the device was disposed of by the hospital; therefore it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4)

Event description:
Same case as 2134265-2010-03716. It was reported that during a rotational atherectomy treatment procedure, a guidewire fracture occurred. The lesion was located in the mid right coronary artery (rca). Initially a 1.5mm rotalink burr was used with the 325 cm floppy rotawire without incident. The burr was pulled back and disconnected and upsized for a 2.0mm rotablator burr. A few ablation passes were performed with this burr and then it stopped. When the burr was removed, it was found that the handshake connection had come undone. They did not have a second 2.0mm burr available, so a 1.75mm rotablator burr was prepped and loaded on the floppy rotawire. During platforming, the proximal end of the rotawire broke. A second 325 cm floppy rotawire was opened, and the physician was unable to load the 1.75mm burr on to the wire. The 1.75mm burr was detached from the advancer and exchanged for a 2.15mm rotablator burr. The procedure was completed successfully with this device. No patient complications were reported and the patient's status is fine.